Event description:
Additional information reported indicated that the patient's #4 electrode remained at greater than 10,000 ohms, so the device was re programmed around that electrode. The patient was satisfied with the reprogramming that she received and was doing well. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that during an implant procedure impedance measurements were not able to be taken outside the pocket at the hcp placed the neurostimulator (ins) in the pocket right away. Once in the pocket, impedance measurements over 40,000 ohms were seen on all contacts. The hcp wiped the lead off and reinserted it at least three times, but each time different contacts were out of range. Ionic solution was not used, but there was a lot of blood in the pocket and the reporter could see blood in the header block. The hcp tried to suction the blood out and reinsert the lead, but 0, 2, 3, and 4 continued to show above 40,000 ohms, even after running stimulation and programming the electrodes. At this point the hcp was ready to close the patient. Post-operatively 0, 2, 3, and 4 remained high. Stimulation was turned on and the patient was getting full coverage using the middle electrodes on the lead. It was noted that the hcp did manipulate the paddle and took a lateral x-ray of the lead, which looked good. The reporter did not believe that the lead was damaged. The patient had many other health conditions and was on plavix, and was staying overnight at hospital. The reporter planned to check impedance measurements the next day, but the patient did not show up for the appointment. The patient was seen for programming and recharging education on (B)(6), and while high impedance measurements were seen on electrode 4, the patient had excellent coverage.

Manufacturer narrative:
Lead model 39565-65, serial # (B)(4), implanted: (B)(6) 2012, explanted: na; recharger model 37754, serial # (B)(4); programmer model 37744, serial # (B)(4).